Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump passed the functional tests including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. Device had cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Several boluses were programmed and delivered properly. Bolus recorded properly in the bolus history. (B)(4).

Event description:
The customer reported via phone call that in the last month he had two occasions where he programed a bolus dose and the insulin pump is under delivering or over delivering insulin and no alarms occurred. The customer stated he went to bolus for dinner and had no reaction, he then treated with manual injection but he already had 8 units in his system and experienced low blood glucose of 27 mg/dl. Customer stated he was hospitalized for one of the events. Current blood glucose is 190 mg/dl. The customer requested the insulin pump to be replaced. The device was replaced and returned for analysis.